Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h3; h6; the following was corrected: h6 component code. Visual examination of the returned product shows signs of use (dings and marring on the impactor surface) and is fractured into two pieces (all returned). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of the complaint history identified similar complaints for the reported item and 8 additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor pad broke during use while impacting the femoral component. During the procedure, the surgeon continued and completed the surgery using another femoral impactor without further complications. There were no consequences or impact to the patient. Attempts to obtain additional information have been made; however, no more is available.